Event description:
Customer reported a malfunction on pump, which occurred after pump became wet. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.